Event description:
After completing an uneventful cataract surgery and implantation of an amo technis lens implant, I noticed round marks on the iol. I used a blunt cannula to tip the iol. I thought it looked like the rings a multi-focal iol would have. I thought the iol box was mis-labeled. I had the circulating rn dig the box out of the waste basket and show it to me. Everything on the box matched my pre-op check list sheet. Saved everything in the box. I decided not to explant the iol. The pt saw 20/25 uncorrected the next day. I spoke with amo and friends of mine at ophth. Depts. We decided to send the pt to a cornea/external ds dr for independent confirmation of my findings. My partner agreed with my findings. Amo agreed to pay for this eval and asked for photos. My partner and my evaluation at slit lamp and visual function testing revealed its not a multi-focal lens. The rings are very thin and tight right up to the visual axis, unlike any multi-focal I have ever seen. Amo thinks I may be seeing lathe marks. I have never seen them in the 2000 technis I have put in. The pt is a charity pt, is very happy, and has not kept appts. End of story.